Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Field service engineer (fse) arrived at the site and evaluated the device. To resolve the issue, fse repaired the handpiece. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that apogee+ device was firing laser intermittently without operator pressing the switch. No patient injury was reported.